Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath, carrier tube assembly (cut at the hub) were returned for evaluation. No other components were returned for evaluation. Visual inspection revealed that the carrier tube assembly shaft was cut at the hub between the locks at the device cap and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor was exposed, and the bypass tube was located over the collagen. Microscopic analysis of both the components did not reveal any anomalies. Functional testing of the device was not possible due to the mutilated state of the device. The complaint could be confirmed for pullout upon investigation. Visual analysis of the device did not reveal any inconsistencies or anomalies which could have led to this event. The likely root causes for the alleged issue of pullout may include failure to position the device cap in the full forward lock position or an obstruction to the anchor posting to the distal tip. The carrier tube was likely cut by the user to confirm the presence of anchor and collagen. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that angio-seal anchor did not deploy. Everything pulled out when they tried to seal the artery. The patient was in stable condition. The procedure outcome was successful. The blood loss was less than 250cc's. Manual pressure was performed. There was no patient injury, medical/surgical intervention required. Additional information was received on 16october2020: the procedure performed was a left heart catheterization using a 6fr sheath. A pre-deployment angiogram was performed.